Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that during a lightening storm, the transmitter had sparks and emitted smoke. The device remained in the field.